Event description:
A 3.0mm diameter by 12mm length s7 stent delivery system was inserted for treatment of a lesion in the mid-right coronary artery. The severely calcified lesion was pre-dialated with a 2.5mm diamter ptca balloon. Prior to insertion of the stent delivery system, another MFR's stent was deployed just distal to the target lesion. It was not possible to cross the target lesion and subsequently, the guide catheter disengaged from the coronary artery, causing the stent delivery system to be pulled back. Upon the stent delivery system being pulled back, the stent dislodged from the delivery balloon. The stent was successufully snared and removed from the pt. After attempts to cross the lesion with a guidewire were unsuccessful, the pt was sent for bypass surgery for treatment. The severely calcified lesion contributed to the stent not crossing the lesion. The loss of guide catheter position contributed to the stent dislodgement. No device was returned for eval.